Manufacturer narrative:
Device received with missing segments due to cracked and bleeding lcd display window noted. Pump passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer¿s blood glucose was unknown at the time of incident. Customer states the insulin pump was dropped and bumped. The insulin pump will be returned for analysis.